Event description:
The international customer reported the ventilator was being setup and it would not boot up and the screen was blank. The device was not in use therefore there was no patient involvement or harm. The manufacturers service technician confirmed the reported problem and was unable to go into diagnostic mode. The service technician replaced the cpu pcb board to address the reported problem. Final checkout was completed per operating specifications with no fault recurrence reported.